Manufacturer narrative:
Stenosis of an implanted valve may be a manifestation of structural valve deterioration (svd). This term refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. There are cases of svd that result in a combination of regurgitation and stenosis. It may be mild and not require any intervention or it may be moderate to severe. In these cases, it causes the heart to work harder to eject blood from the ventricle. Depending on severity it could be an indication for valve replacement or medical intervention.   In this case, the exact cause of the stenosis could not be confirmed. However, it is possible patient factors (not provided) may have contributed to the valve stenosis.   Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. A review of edwards lifesciences risk management documentation was performed for this case.  The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time.

Event description:
As reported by the edwards european affiliate, approximately 9 years and 3 month post implant of a 23mm sapien xt valve, the valve was stenotic with an eoa of 0.36cm2; therefore, a 23mm sapien 3 valve was implanted by tf approach insider the sapien xt valve (viv) with good outcome.